Event description:
It was observed, that during the device evaluation. The rigid video scope exhibited broken charged coupled device and stripes in image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: stripes in image occurs, due to broken charged couple device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.